Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) failed to power on was not confirmed during the archive data review and functional testing. The autopulse platform was able to power up using known good battery during the functional testing, and the reported complaint could not be replicated. Upon visual inspection, no physical damage was observed. During initial functional testing, the autopulse displayed user advisory (ua) 45 (not at "home" position after power-on/restart) upon power on. The ua 45 was cleared by using the administrative menu and rotated the drive shaft to home position. The root cause for the ua45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. This observation is not related to the reported complaint. During archive data review, multiple ua 45 was observed. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification.

Event description:
During patient use, the autopulse platform (sn (B)(4) failed to power on with a fully charged autopulse li-ion battery (sn unknown). No additional information was provided. No consequences or impact to patient. Refer to MFR 3010617000-2020-01167 for autopulse li-ion battery.